Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument got twisted and had to be removed with a dissector from the cystic duct. The hosp reported no pt injury. The device was subsequently fired outside the cavity and functioned properly.